Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible t wave oversensing was noted on an electronic transmission on the right ventricular (rv) lead. Atrial undersensing was also noted during atrial fibrillation (af). Both leads remain in use. No patient complications have been reported as a result of this event.